Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display carrier board was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported that during preventative maintenance a malfunction which may result in the loss of display was found. There was no report of patient involvement.